Manufacturer narrative:
Upon reception, the returned device was tested and the reported issue was confirmed: the subject home monitor was in an out-of-order mode. However, after the communication was forced with the back office by pressing the healthcheck button, a successful pairing could be performed with a test ICD and no rf or back office connection issue was observed. Expertise file analysis revealed that the observed out-of-order mode resulted from a connection issue at the new home monitor location. Based on the aforementioned information, no issue is suspected with the home monitor.

Event description:
Reportedly, after 5 years of use, the led remains in an orange status.

Event description:
Reportedly, after 5 years of use, the led remains in an orange status.